Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The customer reported to baxter healthcare corporate product surveillance one clearlink continu-flo solution set in which a leak was detected from a hole in the silicone luer activated valve. Per the report, the device had been accessed "maybe twice and tried to aspirate" with an unspecified bd luer lock syringe. The customer stated that the leaking was detected when attempting to cap the line. The customer stated that a new IV set was connected to the patient's bd insite autogard catheter and treatment was continued without further event. Per the report, the patient was receiving an infusion of lactated ringers, propofol and lidocaine for sedation in preparation for cataract surgery. There is patient involvement; however, there is no report of patient injury or adverse event. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected. The device was spiked and primed with reverse osmosis water. The leak was confirmed in the third or bottom y-site. Visual inspection of the y-site identified that the gland was damaged; the gland was hollowed out. The root cause could not be determined.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.